Event description:
Additional information received reported the professor used a stent to apposition the coil to the wall. The coil was not implanted at the intended location. The coil came out of the introducer sheath smoothly. The catheter was not a medtronic product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance and detached prematurely. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right mcab aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 2 mm. The patient¿s blood flow was normal and vessel tortuosity was moderate. When the healthcare provider tried to change the position of the second axium coil by inserting it halfway into the an, the coil got stuck and did not move, neither going in nor coming out. When the professor tried to retrieve it, it pre-detached. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. It was also noted that there was no friction or difficulty during delivery. The healthcare provider made one attempt to reposition the coil. The healthcare provider did not try to detach the coil or rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. There were no patient symptoms or complications associated with this event.